Event description:
The customer reports that it was impossible to deflate the balloon (cuff) during extubation. No further information is available. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The customer reported that the suspect device was discarded.(B)(4)